Manufacturer narrative:
Device was programmed with test guardian 3 link and test plug simulator. Device communicated properly display the calibrate your sensor alarm properly after completion of the warm up. A calibration value was manually entered and device display the programmed value properly on the display graph. No sensor anomalies were noted. Insulin pump sensor feature and auto mode connection are working properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a lot of problems with the insulin pump. The customer reported that they had an incident where the infusion set¿s cannula was bent. The night before the call they changed everything, including the sensor, and their blood glucose level went up to 600 mg/dl. They treated with a bolus. When they removed the infusion set, the cannula was crimped. Troubleshooting was performed for the bent cannula. They declined troubleshooting for the high blood glucose. They were able to change the infusion set. Their current blood glucose level was 213 mg/dl. The device will not be returned for analysis.